Event description:
It was reported that during testing at the manufacturer facility, the tps unidirectional footswitch was causing the handpiece to run without user activation after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was confirmed through functional evaluation that the handpiece continued to run after the foot pedal was released. Upon disassembly, the magnet was found to be loose due to a lack of loctite, which may contribute to the reported event.